Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (pseudomonas aeruginosa) gave a warning message because the data for this isolate overwrote the date for another patient isolate (klebsiella pneumoniae). The user was given workflow procedures to correct the failure. No health impact or consequence reported.

Manufacturer narrative:
A complaint was reported for identification inconsistency occurrence alert on a phoenix m50 instrument. Bd remote assistance troubleshooted the issue and found that user accidentally made a mis-association. Bd advised user on how to correct it. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. Device history record review for the instrument is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaint related to this failure mode. No samples were returned, and no returned material investigation could occur. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (pseudomonas aeruginosa) gave a warning message because the data for this isolate overwrote the date for another patient isolate (klebsiella pneumoniae). The user was given workflow procedures to correct the failure. No health impact or consequence reported.